Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the patient's presenting electrogram (egm). Upon review, it was noted that rrt was triggered as a result of electromagnetic interference (emi). Reprogramming efforts were performed in the clinic during normal follow-up to prevent sam events. Currently, the product remains in service. No adverse patient effects were reported.